Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold and high pacing impedance measurements greater than 2,000 ohms. It was reported that the lead was almost completely nonfunctional. The lead was removed from service without further incident. A replacement lead was implanted without further incident. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.